Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level; cause and value were unknown. The customer declined to perform troubleshooting with tandem technical support.